Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) cycle power off/on to clear the system error 2240 alarm, which was followed by a system error 2367 when ending therapy. The hp found an open clamp on an unused supply line. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance followed up with the nurse, regarding the alarm. The nurse indicated that she was not aware of the incident. The nurse did indicate that the patient is doing well and continuing with therapy. The nurse further stated that she would contact the patient and review proper operating procedures. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The root cause could not be determined. This review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).